Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced blood glucose fluctuations characterized by postprandial hyperglycemia after meal announcements, especially at dinner, followed by episodes of hypoglycemia, with overall high glucose time noted; the agent suspected a potential supply or use issue and recommended additional training, and the user planned dietary review with a diabetes specialist and transition to a new pump. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no hospitalization and no device alarms. Investigation included review of reported glucose trends and troubleshooting with user education. Investigation of this case revealed no device alarms or confirmed device malfunction, with use and supply handling considered potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.